Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Representative (B)(6) reported that in 2 cases for revisions to condylar replacement components, one of the condylar caps was found floating in the joint space upon opening the knee capsule. The case was a revision of the knee for infection where the surgeon was either replacing or removing parts and washing out the knee. The cap was not removed by the surgeon but instead had come dislodged prior to the surgery. In this case, the femoral component remained implanted without the cap and only the poly tibial plateau was swapped. No delay in the procedure. [Customer].

Event description:
Representative (B)(6). Reported that in 2 cases for revisions to condylar replacement components, one of the condylar caps was found floating in the joint space upon opening the knee capsule. The case was a revision of the knee for infection where the surgeon was either replacing or removing parts and washing out the knee. The cap was not removed by the surgeon but instead had come dislodged prior to the surgery. In this case, the femoral component remained implanted without the cap and only the poly tibial plateau was swapped. No delay in the procedure. [Customer]

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.